Manufacturer narrative:
The reported event of loss of ble was confirmed by software analysis. Final analysis found that the device had entered ble lockout due to patient role session time threshold being reached. This behavior is per design specification as a part of a cybersecurity feature.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. Diagnostic intervention was performed to resolve the issue. There was no patient consequences reported.